Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the mss troubleshot the arctic sun device and found it was not cooling t4 was 37 degrees, the biomed stated the device had failed for an error 80 expected 6 actual 27. They checked the chiller tank and removed 3 cups of water = 709 ml, coming in for chiller replacement system hours 9469.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to failed chiller. Customer declined the estimate; the device will be retuned unrepaired. Pm was needed. A failed mixing pump contributed to the reported issue of the device not cooling. Customer declined the estimate; the device will be retuned unrepaired. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Correction: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the mss troubleshot the arctic sun device and found it was not cooling t4 was 37 degrees, the biomed stated the device had failed for an error 80, expected 6, actual 27. They checked the chiller tank and removed 3 cups of water = 709 ml, coming in for chiller replacement system hours 9469. Per sample evaluation results on (B)(6) 2025, the reported issue of t4 was not cooling was determined to be a faulty mixing pump.